Event description:
Possible oversensing on atria ea is causing device classified false detection on episode #10. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).